Event description:
Information was received indicating that a smiths medical cadd administration set was leaking and disconnecting at a connection site. The medication being used was 5-fluorouracil. There were no reported adverse events.